Event description:
It was reported that the insulin pump alarmed no delivery and motor error alarm. The blood glucose reading was 108 mg/dl. The customer was unable to troubleshoot for the no delivery alarm, stating that the insulin pump would not exit the time/date setup sequence. He reported that when he attempted to resolve the no delivery alarm, the insulin pump then alarmed motor error. He replaced the battery, and the insulin pump showed that the battery was dead. He stated that the no delivery alarm occurred during a bolus attempt, and the motor error alarm sounded 10 minutes later. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform the a21 error test and verify excessive no delivery alarm and pump resets due to motor error alarm. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump was programmed with the current time and date and monitored for several days; the time and date functioned properly. The operating currents are normal. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. The insulin pump was returned without the original belt clip.